Event description:
Resident received 1350ml of probalance enteral feeding within a very short period of time. The 1500ml feeding bag was attached to an intermittent feeding bag which was to be filled with 250ml that resident was to receive five times per day. Instead most of the feeding infused due to nursing error. The resident "emesed" several times throughout the day, developed respiratory distress and subsequently expired at the hosp.